Event description:
It was initially reported by the customer that the flanges on both sides of the syringe broke off during administration. It was later communicated that this malfunction resulted in medication leakage. No information was received regarding any serious injury as a result of this product issue.